Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. Occupation: reporter is a synthes employee. Part: 319.006; synthes lot: 7713848; release to warehouse date: june 25, 2014; manufacturing site: synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the feeler of the received depth gauge is broken off as complained. In general, the device is in often-used condition; the feeler is deformed, the markings are faded, and there are many wear marks at the handle. Summary: the complaint is confirmed as the feeler is broken off. Due to the age and the used condition, a manufacturing related issue can be excluded. It is clearly visible above the fracture face that the feeler was bent to a 45-degree angle before it broke. Based on that it can be concluded that too much lateral stress did lead to the breakage of this device. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: veterinary complaint: it was reported that upon receipt of the depth gauge for screw on january 14, 2019, the device was noticed to be damaged. It is unknown how was the issue was discovered. There was no patient or procedure involvement. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).